Event description:
It was reported that there was a volume discrepancy in the patient's pump. The actual residual volume (arv) was 19 ml and the expected residual volume (erv) was unknown; however, it was noted that the patient had "essentially" received no drug since implant. A dye study was performed on (B)(6) and it was stated that there was an inability to withdraw anything from the catheter access port (cap). The patient was scheduled to have a revision surgery on (B)(6). Initially, the pump pocket was opened and the pump was removed, but not disconnected from the catheter. It was noted that there was excess catheter tubing in the pocket. At this point, the 2 cc of fluid were able to be withdrawn from the cap. The pump was then disconnected from the catheter. A bolus was requested from the pump and there was fluid observed at the tip of the catheter connector afterwards. The physician made the assumption that there may have been a kink in the excess tubing which would have led to the high residual volume. He removed 14 cm of the catheter and the pump was reconnected to the catheter using a new sutureless connector. The physician again withdrew fluid from the cap to confirm patency. It was reported that during the event, the patient had "poor pain relief"; however, it was noted that, at the time of report, there was no patient injury or adverse event. The drug used in this system was infumorph.

Manufacturer narrative:
Product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).